Manufacturer narrative:
(B)(4). The actual pump involved in the reported incident was returned to b. Braun's (B)(4) facility for evaluation. The delivery accuracy testing was performed three times at a rate of 125 ml/hr and a volume to be infused (vtbi) of 25ml tested within specification with the air in line and downstream occlusion alarms audibly and visually functional. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This device has not been received for evaluation and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event description: the customer reported that the pump "did not alarm", but tubing was partially clamped during infusion. However the pump did not deliver the amount specified in the time entered into the pump.